Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a nurse that this device's tones were not audible with magnet placement. Additional information received indicates that there was a procedure that day. The magnet was likely placed to disable tachycardia therapy during the procedure. Additional information also indicates that there were noisy signals. This device remains in service. No adverse patient effects were reported.